Event description:
It was reported the the pump no longer beeps. Self test conducted and there were no audio tones.

Manufacturer narrative:
Final analysis revealed there were no audio tones due to a broken transducer wire.